Event description:
A vns programming physician reported to our consultant in the netherlands that one of his vns patients has distress with stimulation. It was reported that their ent doctor said that there is an immobile left vocal cord. The event is more noticable during vns stimulation. Programmed settings have been titrated to make stimulation more tolerable for the patient. No further interventions have been planned.